Event description:
It was reported that upstream occlusion alarms occurred during use of an unspecified quantity of novum iq large volume pumps. This was observed during an unspecified process step. Proper loading techniques were reviewed with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.